Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported graph data points were missing. Customer's blood glucose level displayes "high". Mdi was administered to resolve this issue and customer resumed insulin therapy.